Event description:
Perfusionist reported unexpected shutdown of device before case. The perfusionist was able to turn the system on and complete the case as normal. We consider the blood flow being interrupted due to a system shutdown to be reportable, despite no harm to the patient involved.

Manufacturer narrative:
A review of the logs and initial testing was completed with no faults found. Further testing is underway.